Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during surgery, at the time of placing the tfna screw, the brocade of the lateral cortical was performed with the calibrated bit. He proceeded to try the passage of the screw and it was trapped: it did not move forward or withdraw easily. Seeing that the screw was forced, he withdrew and broached again; tried to pass again and the same happened. Another screw was placed at the request of the specialist, and this passed without resistance. There was an unknown increase in surgical time.